Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(4) of constipation and peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient experienced constipation which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for peritonitis. On an unreported date, the patient began treatment with fortum injection, 2 gram (gm) for 14 days in the night dwell, vancomycin injection, 2 gm intravenous (IV), on 1st, 4th, 7th and 14th day, and forcan tablet, 150 gm for 7 days for peritonitis. Treatment for constipation was not reported. The patient was still undergoing treatment at the time of this report. The outcome of this peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.